Event description:
The receipt of (B)(4) data identified an event in which a gore propaten vascular graft lost patency and the pt received an amputation. The physician later reported that this was an emergent case. The graft thrombosed two weeks post implant due to the pt being in a hypercoagulatable state. The physician further reported that the implanted graft did not cause or contribute to the thrombotic event. The pt refused to take plavix or stop smoking as well as other suggested behavior/lifestyle changes.

Manufacturer narrative:
A lot number was not reported for this event. Consequently, a review of the mfg paper would not be performed.